Event description:
Customer complaint. The walker had lost the right rear wheel. No injury was reported.

Manufacturer narrative:
The wheel came off during handling of the walker. No user was involved. The circlip that prevents the wheel from falling off had been over-extended. The circlip of the left rear wheel was over-extended but had not come off. The wheel axles of the walker were according to spec. Etac ref#: (B)(4).